Event description:
Clinic manager reported pt (pt) receiving hemodialysis treatment on the baxter meridian device. Forty minutes into 3.75 hour (hd) treatment, (pt) "sat up suddenly and grabbed at their chest. Pt stated their chest was burning and it was getting hard to breath". Charge nurse (cn) went to the bedside and noticed air in the blood tubing. After stopping treatment, cn placed pt in trendelenberg position on left side and administered 3l oxygen via nasal cannula. Pt care technician (pct) checked the access and aspirated 5cc air from venous site. Pct "felt needle 'pop' into place" when she checked the arterial site. No alarm was noted on the meridian device. Blood lines were cleared of air per clinic protocol and treatment was reinitiated. Pt complaints subsided approximately after 20-30 minutes. Later during treatment, pt's access site became infiltrated and hd was discontinued. Pt received approximately 2 hours of total hd treatment today. Pt declined hd therapy the next day and indicated to hcp "they would watch their fluids and call if they got into trouble". Pt was stable upon discharge and hcp provided ice packs with instructions for care of access.